Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead had a crack in the insulation. The physician tied a suture sleeve to cover the area. There were no patient consequences.